Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after a diagnostic procedure. The pt had undergone a previous interventional procedure via the same groin site five days previously. A closure device had not been used at that time. The pt did not receive prophylactic antibiotics before or after either of the procedures. It was reported that within 24 hours of the diagnostic procedure the pt developed a staphylococcus aureus infection of the arteriotomy site. Vancomycin was started to treat the infection. The infection did not improve. The pt was taken to surgery for patch graft of the arteriotomy. The pt remains in the hosp at the time of this report.